Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's quick bolus feature was intermittently unresponsive. Reportedly, at times the wake button does not start a quick bolus when triggered. During troubleshooting with tandem technical support, it was confirmed that the wake button was able to successfully trigger a button alarm. Review of the pump data by tandem's technical support showed that the customer has to go through several screen unlocks before being able to use the quick bolus feature. Customer's blood glucose level was not impacted. It was indicated that the customer would continue using the pump for continued insulin therapy.